Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of above 600 mg/dl. The cause of elevated bg was unknown. Reportedly, the customer fell and was confused. Customer required assistance from the contact to address bg with a manual injection and a correction bolus via the pump. Reportedly, customer continued using pump for insulin therapy.